Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, non-calcified and 90% stenotic mid right coronary artery. The physician advanced the 2.75x15mm maverick2 balloon to the lesion and inflated it to not more than 10 atms on the first inflation, then withdrew it from the patient. A rupture was observed upon removal. No resistance was felt during the procedure. There were no patient complications. The procedure was successfully completed with a 3.0x15mm quantum maverick balloon and the deployment of a 3.0x28mm taxus stent. Patient status is reported as "fine".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.